Event description:
It was reported that the pulse generator tripped elective replacement indicator (eri). Measured data was 2.51 v, 3.0 ua, less than 1.0 kohm. Impedance measurements were reported low. The estimated remaining longevity was calculated to 2.1 years although the device estimated 4.1 years from implant to eri. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.